Event description:
It was reported that during a coronary drug eluting stenting treatment procedure a dissection occurred and post procedure a thrombosis occurred. A taxus liberte' stent was implanted in the right coronary artery. A dissection was noted proximal and distal to the stent however it did not appear to be serious. Six days later the patient presented with chest pain. A stent thrombosis was confirmed. The thrombosis was treated with a 3.0x32mm taxus liberte' stent placed inside the previously implanted stent, extending slightly past the distal end of the stent. No further complications were reported. Patient status is satisfactory.

Manufacturer narrative:
The complaint device was not returned for analysis. A review of the manufacturing records was not possible because the batch number is unknown. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.